Event description:
It was reported that the patient had a low battery and saw the icon appear in the top row that stated the implantable neurostimulator (ins) battery was low. The patient noticed this icon a few days ago and tried calling their health care provider¿s (hcp¿s) office but their hcp would not be back for 8 days and they told the patient to contact the manufacturer. At the time of the call stimulation was off and the patient was able to turn it back on again. The patient didn¿t know if they should turn stimulation down to save the battery and it was at 5.0v now. The last time the patient had to get their ins replaced they waited until the ins was completely dead and the patient did not want that to happen again. It was further reported the patient¿s battery depletion was premature. The battery was ¿low¿ as of (B)(6) 2014. The battery had been on cycling for the life of the device. The patient had a return of symptoms. Stimulation worked great for the patient when it was ¿new.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v177458, implanted: (B)(6) 2009, product type lead. (B)(4).